Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that during the surgery, the doctor wanted to place a 4.1 x 16mm implant. When the packaging was opened he was presented with a 10mm implant inside. The doctor had no other 4.1 x 16mm implants in stock so he tried with a 3.7 x 13mm implant which didn¿t work

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. It was reported that when the implant packaging was opened, the wrong implant was packaged and since the customer did not have another 4.1 x 16mm implant in stock, another implant was attempted to be placed instead but this did not work. The tsvmb13 and a 10mm implant were returned for investigation, see attached images. Visual evaluation identified 2 implants both with mounts attached. The shorter implant¿s measurements match dimensions. However, cannot verify coob since implant returned opened and without packaging. Additionally, the conditions of the product when it was received are unknown/non-verifiable. The device could not be functionally tested for the reported failures. Pre-existing patient condition noted was low bone density (type iii). The devices were intended for tooth location ur4 (universal) but were either not placed or placed and removed on the same day. The customer did not provide x-rays. However, the customer did provide pictures which showed the packaging and the associated implants with the packaging received. Review of appropriate documentation: instructions for use ¿ tapered screw-vent and trabecular metal implants ¿ ifu4869 rev 9 ¿ 10/19. Information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. The reported event is non-verifiable. Additionally, the coob could not be verified as the product was returned in opened packaging and the conditions of the product when it was received are unknown / non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.